Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (will not power on, buzzing noise) was confirmed. Upon investigation the monitor was unable to power on and the audio was distorted. The cause for the failure was isolated to the +5.4v power supply on the computer/analog pca. The power supply was shorted, damaging processors u1004 and u1005 on the pca. The root cause for the shorted power supply was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was making a buzzing sound and wasn't powering on properly.